Manufacturer narrative:
The device was returned and the evaluation found the probe cover was burnt seriously. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope has burnt tip end. The issue occurred during reprocessing for an unknown procedure. The facility finished the procedure with the same set of device and there were no reports of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the burnt tip end occurred because device handling by the user was deviated from IFU (instructions for use). The event can be detected/prevented by following the instructions for use which state: ¿operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may prevent the suggested event by handling device in accordance with the following IFU. Operation manual_ using endotherapy accessories. High-frequency cauterization treatment. Always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. Laser cauterization. Warning:to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image.¿ olympus will continue to monitor field performance for this device.